Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a thoracotomy, the first firing with a green cartridge went fine. The second firing (reload color unknown), locked out. It is unknown if the device deployed staples or cut. The device would not open. It is unknown how the device was removed from the tissue. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4).